Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, inferior vena cava filter retrieval procedure was performed. Under real time ultrasound guidance, the right internal jugular vein was accessed using a micropuncture kit. The access was dilated to 10 mm and a bard inferior vena cava filter retrieval sheath was advanced over a bentson wire inferior to the level of the indwelling inferior vena cava filter. Digital subtraction angiography was then performed, demonstrated mild narrowing of the inferior vena cava at the level of the filter and mild medial angulation of the filter. No thrombus was seen within the inferior vena cava. The inferior vena cava filter hook was then grasped using a 20 mm gooseneck snare and catheter. The inner sheath was advanced over the filter. The snare and filter were removed. Therefore, the investigation is confirmed for alleged filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately three months post filter deployment, it was alleged that the filter tilted. The device has been removed via percutaneous removal procedure. The current status of the patient is unknown.